Event description:
It was reported that the lead had been placed very anterior, had possibly dislodged and the patient's ejection fraction did not improve after placement. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.